Event description:
It has been reported to philips that the allura system was not functioning. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. A philips field service engineer (fse) examined the system onsite and confirmed that the core system was not working. Upon examining the system, fse found that the isolation transformer input cable had loose contact and the fuses of the isolated transformer were burnt out. According to fse, the cause of the problem may be voltage fluctuations. To resolve the issue, the fse has replaced the isolation transformer input cable and two 5a fuses. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.